Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv1194 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was placed for half a year, the catheter was ruptured in protective film when the patient was swinging her arm. No other information was provided.

Event description:
It was reported that after the catheter was placed for half a year, the catheter was ruptured in protective film when the patient was swinging her arm. No other information was provided. Additional information: ¿ did the patient require surgery to remove the broken piece? Additional surgery was not required. ¿ were all the missing/broken pieces retrieved and accounted for? The broken piece was not fell in to patient. ¿ what type of catheter securement was utilized? Statlock. ¿ did the event occur during insertion of the catheter? Or did the break occur after device was in use on patient? The break occur after device was in use on patient ¿ any long-term patient harm? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed but the cause is unknown. A photograph of a proximal segment of a 4fr s/l groshong nxt catheter was returned for evaluation. The sample contained the two-piece connector and a small segment of the catheter shaft. The catheter shaft appeared to have a complete circumferential break just distal of the strain relief oversleeve. The edges of the break appeared jagged and irregular which is indicative of a catheter break rather than a cut with a sharp instrument. According to the timeline indicated in the reported event, the catheter functioned for approximately half a year, which suggested that a manufacturing-related root cause was unlikely. It was also reported that the damage occurred while the patient was swinging her arm. It is possible that tensile (pulling) damage caused the reported failure. However, without the physical sample, this could not be confirmed as the sole root cause. Other possible contributing factors could include over-pressurization, inadequate catheter securement, or material fatigue from repetitive kinking. H3 other text : evaluation findings are in section h.11.